Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain - abdominal cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, arthritis, gerd, iron deficiency anemia, endometriosis and uterine leiomyoma. Essure confirmation test: (B)(6) 2010 total bilateral occlusion. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, limited cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen a previously existing injury/condition most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet and medical record received : this case became valid after specified events. Event injury was replaced with events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, fatigue, hair loss, abdominal pain were added. Patient's medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.